Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v082509, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v080684, implanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported an elective replacement indicator (eri) error code. She saw the eri message on her implantable neurostimulator recharger (insr), so she saw her manufacturer representative (rep). As time passed, the patient had difficulties charging her implantable neurostimulator (ins); her ins had trouble holding a charge and took forever to charge. The rep had interrogated the ins and determined one of the leads was not responding the way she had expected it to. There was no allegation/dissatisfaction with ins longevity. The patient was aware this message appeared due to normal battery depletion. It was further reported that it was unknown which lead was not responding correctly. It was clarified that the issue was with one contact, not an entire lead, and the contact was not active. The patient was to have the ins replaced and possibly have the entire system replaced to an MRI compatible system. The indication for therapy was degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.